Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code (B)(4) captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, after the ligator was assembled, it was tested outside the patient and found out that the bands could not be deployed as they were intertwined. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.